Event description:
Hickman catheter was inserted into a pediatric pt on (B)(6) 2010. Removal date undetermined. The catheter separated from the bifurcation, at the hub.

Manufacturer narrative:
The complaint of catheter breakage is confirmed. Returned for eval is a section of a hickman 7 fr catheter. A break in the tubing has been identified at the distal end of the bifurcation site. Gross and microscopic examinations of the break site show broken edges and granular cross sectional veneer that is consistent with a break in the tubing as opposed to a cut with a sharp instrument. At this time, the exact mechanism of damage is unk. No evidence of a mfg defect or deformity was identified. The distal section of the catheter that contains the surecuff was not returned for eval. A lot history review (lhr) is not possible, as no mfg lot number info has been provided by the complainant.